Manufacturer narrative:
Weight (B)(6) lbs. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ruptured confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified the device was broken shell and black particles material on the shell/gel. Unable to confirm if all shell was received. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , g.2 , h.6.

Event description:
The device has been explanted.